Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the pacemaker could not be interrogated and did not respond to magnet application. The pacemaker was replaced and returned for analysis.

Manufacturer narrative:
Preliminary analysis results revealed that, based on available data, premature battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the pacemaker could not be interrogated and did not respond to magnet application. The pacemaker was replaced and returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the pacemaker could not be interrogated and did not respond to magnet application. The pacemaker was replaced and returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.